Event description:
Customer reports the use by date on the compact test drum to be 03/2010; manufacturer's database and batch record confirmed the actual use by date to be 01/31/2004. No adverse event reported. Requested return of suspect device and replacement was sent.